Event description:
On (B)(6) 2026, my partner and I used k-y warming liquid sensorial personal lubricant (lot abh0691) as intended. Upon application, both of us experienced immediate, severe chemical burning. My partner's acute symptoms eventually subsided, but my symptoms--including intense burning, severe inflammation, and raw tissue discomfort--persisted continuously for weeks. The severity of the ongoing pain heavily disrupted my daily life and upcoming wedding preparation. The injury required clinical intervention on (B)(6) 2026, where a licensed gynecologist conducted a physical exam and officially documented the severe irritation and rawness in my medical records. Symptoms continue to persist as of late (B)(6) 2026. Pt: 2549. Device: 2682. Ref: mw5189914. Report captures 2 of 2 patients.